Manufacturer narrative:
Exact date unknown, event occurred in the past couple of months from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg had an increase in charging frequency and duration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned..

Manufacturer narrative:
Sc-1110 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patients ipg had an increase in charging frequency and duration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.